Manufacturer narrative:
(B)(4).

Event description:
It was further reported the rotawire guide wire fratured in the mid section of the wire outside of the patient during rotational testing.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device inside the rotablator, stuck on burr and severely kinked on the body. The spring tip was missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03804. It was reported that during preparation for a rotational atherectomy treatment procedure, the rotawire guide wire detached. The target lesion was located in the severely calcified proximal left anterior descending artery (lad). The rotawire guidewire detached and was unable to be removed from the 1.5mm rotablator burr during preparation for the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID 2134265-2013-03804. It was reported that during preparation for a rotational atherectomy treatment procedure, the rotawire guide wire detached. The target lesion was located in the severely calcified proximal left anterior descending artery (lad). The rotawire guidewire detached and was unable to be removed from the 1.5mm rotablator burr during preparation for the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).